Event description:
Discordant hbsag (hepatitis b surface antigen) results were obtained with patient samples on an advia centaur analyzer. The samples initially tested (B)(6) on the advia centaur when run with hbsag reagent lot 159. The samples were retested with another lot of reagent, and the repeat results were (B)(6). The customer did not confirm if any of the initial discordant results were reported to the physician(s). There were no known reports of patient treatment being altered or prescribed. There were no known reports of adverse health consequences due to the discordant hbsag results.

Manufacturer narrative:
A siemens healthcare diagnostics inc. Fse (field service engineer) was dispatched to the customer site for instrument evaluation. After evaluating the instrument, the fse found that the aspirate 1 probe tubing (wash aspiration) was clogged. The fse repaired the aspirate 1 probe tubing. The fse concluded that the discordant hbsag results were due to incomplete wash aspiration. The instrument is performing according to specifications. No further evaluation of the system is required.